Event description:
T was reported that a patient on a servo300 ventilator received alevaire (tyloxapol) through an ultrasonic nebulizer continuously twice without a change of device. The device was not replaced during 15 hours. The patient's blood pressure and respiration rate decreased resulting in cardiac arrest. The patient showed a quick recovery without sequelae after cardiopulmonary resuscitation.